Manufacturer narrative:
Integra has completed their internal investigation on 09/08/2015. The investigation included: methods: evaluation of actual device review of device history records review of complaints history results: evaluation of actual device; calibrations are within specification except the oscillating pin is a little tight. Device history record reviewed for s-763 manufactured on 06-11-2008 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. Date of service: (B)(6) 2015, reason for service: the excentric screws are loosened; the head is scratched a two year lookback in trackwise for this reported failure and or related to "arrived uncalibrated " for this product ID shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: root cause could not be determined, device calibrations are within specifications, and we could not reproduce reported failure.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the dermatome device arrived uncalibrated. Additional info was received: the issue was detected (B)(6) 2015. The issue was detected in the warehouse/technical service center. There was no pt involvement for this event.